Manufacturer narrative:
09/05/2017 09:49 am (gmt-4:00) added by (B)(6): the linear insertion kit was returned unused inside the sealed pouch. The insertion kit pouch was observed to have a 5.1cm tear on the mylar side near the edge. The insertion kit tray and components were found to be intact. The evaluation confirms the reported problem. The product is inspected prior to packaging in the shelf carton and the shelf cartons are boxed when shipped to protect the contents inside. We are unable to conclusively determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy the physician opened the iab box and found a crack on the package of the insertion kit. A new iab was utilized. There was no harm or injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) catheter therapy the physician opened the iab box and found a crack on the package of the insertion kit. A new iab was utilized. There was no harm or injury to the patient.